Event description:
Edwards received information that the hospital was inquiring information about the existing implanted valve. A two-dimensional transthoracic echocardiogram with color flow and doppler was performed. The echocardiogram showed that the bioprosthetic aortic valve has severe aortic stenosis and leaflet structure is severely thickened. Attempts to retrieve further information were unsuccessful. There is no information to suggest that intervention is planned at this time.

Manufacturer narrative:
The device was not returned to edwards for evaluation. The device history record was reviewed and showed that this device met all manufacturing specifications for product released prior to distribution. No issues were identified that would have impacted this event. Attempts to retrieve further information were unsuccessful. Without device return of additional information the root cause cannot be determined. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Thickened leaflets. Additional manufacturer narrative: based on the information received the root cause of the event remains indeterminable.

Event description:
Edwards received information that a patient was assessed for a transcatheter aortic valve-in-valve intervention due to unknown reasons after implant duration of five (5) years and ten (10) months. The original implanted aortic valve is a 23mm valve. Through follow up it was learned that the patient did not undergo surgical intervention nor valve-in-valve and that no intervention was planned at this time. No further information was available at this time.